Event description:
Report 4 of 4. It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes exhibited poor serum separation and fibrin (a jelly-like consistency). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 5: it was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes exhibited poor serum separation and fibrin (a jelly-like consistency). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: report 4 of 5: it was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes exhibited poor serum separation and fibrin (a jelly-like consistency). No adverse impact was reported regarding the patient or user. Investigation summary: bd received one (1) video and one (1) photograph for investigation. The photograph displays an unused tube without fibrin or poor barrier separation. The video analysis revealed poor barrier separation and fibrin. Additionally, six (6) returned samples were investigated, and no additive issues related to poor barrier separation or fibrin were found. Furthermore, a total of 300 retained samples, 100 for each lot number, were visually examined for abnormalities that could affect poor barrier separation or cause fibrin, with no defects observed. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot unknown, for the indicated failure mode: poor barrier separation and fibrin. This complaint has been confirmed for the lots 4024589, 4145567 and 4267694, for the indicated failure mode: poor barrier separation and fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.